Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the biopsy needle did not fitting properly in the coaxial introducer. A new device was used to complete the procedure. No patient injury.

Manufacturer narrative:
The suspect device was returned for evaluation. The failure as reported was observed. Because the device was opened and returned after use, the exact root cause of the failure is unknown as the damage may have occurred during manufacturing, packaging and handling, shipping, or use. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and one similar complaint for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.